Event description:
It was reported that a patient underwent a gynecological procedure in 2008. During the procedure, the motor drive unit was making excessive noise and flickering. The case was successfully completed with no adverse patient consequences.

Manufacturer narrative:
Insufficient drive of disposable - not labeled. Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet completed. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.